Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 04760, 0001825034 - 2019 - 04761, 0001825034 - 2019 - 04762, 0001825034 - 2019 - 04778, 0001825034 - 2019 - 04770, 0001825034 - 2019 - 04776, 0001825034 - 2019 - 04763, 0001825034 - 2019 - 04764, 0001825034 - 2019 - 04773, 0001825034 - 2019 - 04771, 0001825034 - 2019 - 04766, 0001825034 - 2019 - 04767, 0001825034 - 2019 - 04772, 0001825034 - 2019 - 04774, 0001825034 - 2019 - 04775. Concomitant medical products: 11-162115, reach, 15x250, lt, 100%, por, fmrl, 251140. 11-104955, mlry-hd, cal, w/hole, 34x17x220, r, 275470r. 12-162584, bi-met, co-cr, hd/nk, 13x34x250, r, 413690, 12-162485, bi-met, co-cr, hd/nk, 13x45x200, 682040. 12-162484, bi-met, co-cr, hd/nk, 11x45x200, 179580. 11-162117, reach, 17x250, lt, 100%, por, fmrl, 441120. 12-162596, bi-met, co-cr, hd/nk, 13x55x250, r, 808630. 12-162485, bi-met, co-cr, hd/nk, 13x45x200, 703910. 12-162574, bi-met, co-cr, hd/nk, 15x34x250, r, 046710. 12-162588, bi-met, co-cr, hd/nk, 11x45x250, r, 821500. 12-162489, bi-met, co-cr, hd/nk, 15x34x200, 627880. 12-162490, bi-met, co-cr, hd/nk, 15x45x200, 307010. 180221, balance, microp, stem, 17x80mm, lt, 193920. 12-162485, bi-met, co-cr, hd/nk, 13x45x200, 314510. 11-104973, mlry-hd, cal, w/hole, 45x17x220, r, 066930. 12-162481, bi-met, co-cr, hd/nk, 11x34x200, 009370. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.